Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported event. Review of the ventilator log history indicated a 24/12 volt power failure occurence. The service technician reported finding damage to the power supply and backup battery. The service technician replaced the power supply and backup battery to address the findings. Applicable final testing was completed and tests passed per operating specifications.